Event description:
It was reported that during a lead revision procedure [related manufacturer reference number: 1627487-2026-01877] on (B)(6) 2026, one of the leads fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10139508. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.